Event description:
It was reported that this lead was explanted due to dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found.